Event description:
It was reported the patient presented in clinic for follow up with diaphragm stimulation. Upon interrogation, it was discovered the left ventricular lead exhibited elevated capture thresholds. The left ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.